Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 15mm was returned for analysis. No issues or damages were identified on the hypotube shaft. A detailed microscopic examination of the balloon material identified a circumferential tear 1.7cm proximal from the bumper tip of the device. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 02-aug-2024. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device could not cross the lesion. The procedure was completed with a different device. No patient complications occurred. Patient was stable. However, returned device analysis revealed balloon torn.